Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of 26sep2025-30sep2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. While in manual mode, the system correctly delivered the user's manual basal program. The cloud data showed that all alerts, reminders, and notifications were correctly generated as conditions were met, including automated delivery restriction alerts and missing sensor values reminders. The cloud data showed evidence that the bolus records captured in the cloud came from boluses that were actively and successfully delivered as the total pulses delivered count tracked by the pod correctly incremented based on the total bolus volume for each bolus. No evidence of a failure to delivery insulin or of any issues with the system were observed in the available data.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced persistently high blood glucose levels after activating a new pod. Despite changing pods multiple times, the patient's glucose levels remained elevated. The patient called an ambulance on (B)(6) 2025 with a ketone level of 4 mmol/l (diabetic ketoacidosis dka). Upon arrival at (B)(6), the pod was still active, and blood glucose readings were 19 mmol/l (342 mg/dl - dexcom) and 22 mmol/l (396 mg/dl - backup meter). Following hospital treatment, the patient's glucose levels initially improved with infusion therapy but again increased on (B)(6) 2025, post-breakfast, showing hi (above measurable range) with estimated levels between 14-22 mmol/l (252-396 mg/dl). The patient had not yet been discharged at the time of reporting and had no diagnosis.